Manufacturer narrative:
The unit was returned to the ca demo pump depot in mahwah, nj. Sustaining engineering investigated the returned trainer board and found j3 pins 1 and 2 did not have any solder applied to them. The company sent the component cardiosave trainer programmed hc11 p/n 0670-00-0864 to the vendor for eval. The vendor determined that the 'wave solder did not wet pads as required.' The vendor initiated corrective and preventive actions for the wave solder and inspection processes. The company implemented a rework and change notice for the component (trained alarm daughter board). (B)(4).

Event description:
While in possession of the company rep the iabp alarmed continuously, and it took approx 10 to 15 minutes to stop the alarm after he removed the two batteries. No pt was involved.